Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The instrument associated with this reported event was not returned. A complaint database search found additional reports of breakage against the (B)(4) hp mbt cem keel punch family group. Previous reports were investigated and found heavy usage over time and or user error/misuse could be contributing factors. CAPA (B)(4) was initiated to investigate, identify root cause and corrective action. The investigation could not draw any conclusions about the current reported breakage without the instrument to examine. Based on the inability to confirm the reported breakage or determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Mbt punch connection broke.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.